Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was undergoing a stage 2 implant of a trial lead. The caller reported that the patient had a significant reaction to anesthesia during the procedure. It was noted that the reaction was not related to the product. The patient coded and she had to be immediately flipped over and ¿spent 4 minutes in the 40s¿. The patient also aspirated and was taken to a hospital intensive care unit. The patient¿s stats came back up; the doctor moved the patient to the side and then quickly pulled out the lead and stapled the area because the lead had become contaminated from flipping the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.